Event description:
It was reported via repair work order that the bed would not communicated with the nurse call system due to malfunction nurse call board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.